Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead exhibited loss of capture and failure to sense. It was noted that while working on the pocket, the lead looked chronologically damaged and twisted per twiddler syndrome. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.